Event description:
It was reported that the patient received inappropriate high voltage therapy during a bowel movement. The patient was evaluated in-clinic; x-ray confirmed cardiac perforation and dislodgement of the right ventricular lead. The lead was explanted and replaced. The patient was stable post procedure.